Manufacturer narrative:
There is no indication of a product issue with respect to manufacture, design or labeling; therefore, no corrective action is required. Codes removed: health effect-clinical code: 1914 hypotension. Codes added: health effect-clinical code: 1816 dyspnea.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1-2. On (B)(6) 2025, the patient returned to the hospital due to shortness of breath. Imaging showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1-2. On (B)(6) 2025, the patient returned to the hospital due to shortness of breath. Imaging showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3.